Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 56 mg/dl. The customer reported hypoglycemia was treated with carbs. The event involved product(s) mmt-242a, mmt-332a, mmt-1884. The customer reported the keypad buttons are not responding right away. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-242a, mmt-332a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. Pump received with an unresponsive keypad at the middle and down buttons. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, self test or verify download and care link due to unresponsive keypad. Pump failed download of history files and traces using thump due to files corrupted, unable to data analysis low bg anomaly complaint. Pump was cut open to perform visual inspection and found due to moisture keypad traces. Moisture damage was noted on the electronic stack. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Unable to test low bg due to unresponsive button. Unresponsive buttons is confirmed due to moisture damage and isolated to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.